Manufacturer narrative:
Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. However, unit passed rewind test, displacement test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. Unit had scratched case, cracked battery tube threads, stained end cap sticker, stained address/serial number label. Unable verify prime/fill anomaly due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr (gold) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device will not be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-722wws. "Customer reported being in a prime loop. Attempts at clearing prime loop were unsuccessful. Prime/rewind troubleshooting". No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-722wws was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.